Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. This rv lead was explanted.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. This rv lead was surgically abandoned.

Manufacturer narrative:
This supplemental report was created to correct the b5 and explant date: the lead was surgically abandoned.